Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-oct-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the entire legacy half-height drawer 4.1 was not being detected by the bus. A field service engineer replaced a faulty fuse and inspected the back of the drawer, where a damaged retractor band was found. The engineer then replaced the retractor band, which resolved the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had a drawer failure, were user unable to access medication. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.